Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17904809 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f .078 amplatz left 1 - short tip - 2 side holes (sh) vista brite tip catheter could not cross the blood vessel and was cut off during a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f .078 amplatz left 1 - short tip - 2 side holes (sh) vista brite tip catheter could not cross the blood vessel and was cut off during a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. A non- sterile catheter ¿gc 7f 078 al 1 st sh¿ was received for evaluation. During visual analysis, a separated condition was noted approximately 64 cm from the distal tip. Additionally, a compressed condition (approximately 3.5cm long) was observed on the distal end of the separated piece. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The separated edges were inspected with a vision system and no evidence of elongations or flared condition were noted. Both separated edges present with a diagonal path. A product history record (phr) review of lot 17904809 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The malfunction reported by the customer as ¿catheter (body/shaft) ~ tracking difficulty¿ could not be confirmed due to the nature of the complaint as these conditions cannot be properly duplicated in a laboratory environment. The complaint reported by the customer as ¿catheter (body/shaft) ~ separated - in-patient¿ was confirmed. The unit was returned in two pieces. Exact cause of this condition could not be conclusively determined during the analysis however, it appears as if the device was cut with a metallic instrument as evidenced by the diagonal cut. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.